Event description:
It was reported that the patient had knee replacement (legion and verilast components) since(B)(6) 2017 and have had consent blisters with yellow puss that will not stop or heal. Patient was tested for being allergic to metal and there was no reaction. One answer patient received was a possible infection.

Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation, and the reported event could not be confirmed. A clinical analysis indicated that this is a patient reported complaint reporting ¿constant blisters with yellow puss that will not stop or heal¿ since implantation of a legion and verilast knee. No clinical/medical documents have been provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Per the intake team; all efforts to obtain additional information regarding this complaint did not provide any results. If additional supporting medical documents are received this complaint will be reassessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the product and/or additional information be received, the complaint will be reopened. We consider this investigation closed.